Manufacturer narrative:
Information updated/added to sections: b4, d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings and investigations conclusions) additional h6 type of investigation codes: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event was identified. The complaint for unable to elongate implant to reposition was confirmed with objective evidence of the returned device. Upon evaluation of returned product, the implant was unable to fully elongate. There was damage noted on the implant catheter which may have been attributed to procedural and patient anatomical factors resulting in excessive manipulation of the device during the procedure. Subsequently, this led to maneuvers that required high forces for device retrieval. X-ray imaging of the returned unit confirmed there was damage on the external braid of the catheter which may also be attributed to high forces required for implant retrieval, however damage on the device prior to bailout is unknown. Although intra-procedural imaging was returned for evaluation, the available recorded clips did not capture the inability to elongate. The bailout of the device was confirmed the implant was in the closed position against the guide sheath during device retrieval. The returned device and procedural imaging were unable to confirm any device related issues or malfunctions, therefore, a definitive root cause is unable to be determined. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where the implant system (is) was unable to elongate. The device preparation and is insertion were completed without issues. The implant was fully exposed from the guide sheath (gs) before closure. Three grasping attempts were made, however due to persistent high gradients and lack of mitral regurgitation improvement, the decision was made to bail out the device. Then, the clasp was pulled up and device elongated. There was not enough height of the is visible in tee to get to the left atrium (la). Therefore, gaining height maneuver and slight unflex of the steerable catheter (sc) were performed. The sc was unflexed and pulled back; the gs was advanced to create space over the septum. Clasp was pushed down to a 45 degree angle. Attempts to retract the is into the gs failed as the implant became stuck in diamond shape. Further elongation was not possible. The physician attempted to push the gs over the implant without success. The release knob was completely in the is handle and actuation knob was open to hard stop. Fluoroscopy showed no visible actuation wire break in the distal nut. The physician pulled the diamond-shaped device into the gs as far as possible, then the gs into the right atrium (ra), femoral vein, and out through the groin. No damage was observed at the septum or groin/femoral vein. The patient remained stable throughout the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.